Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device had no telemetry and no pacing output. The device casing was removed and internal battery measurement was 2.16 volts which was too low to support telemetry and pacing operations. An external power supply was applied to the hybrid and the measured current drain was normal at 9.1 microamps. External power was increased as the current drain was monitored. Measurements of the current drain during monitoring were normal. With external power still applied, telemetry was normal and a stored data upload was successful. The device was connected to a benchtop device tester. The current drain at the as received parameters and at nominal parameters were within normal limits. Manual electrical measurements and testing noted normal pacing and sensing functions. An inspection of battery found that the casing appeared to be slightly swollen. Because no high current was identified during analysis of the hybrid assembly, the battery was tested to determine if there was evidence of an internal short. Testing of the battery identified a higher than normal heat output and variable battery voltage measurements. These observations are signs of an internal short. An internal short was confirmed with CT scans of the battery. It was concluded that the cause of the premature battery depletion was isolated to an internal short within the battery.

Event description:
Boston scientific received information that this pacemaker dependent patient was presented to the emergency room (ER) with bradycardia and bradycardia-related torsade-de-pointes associated with syncope. The device was interrogated with no capture obtained at any output. Additionally, no daily measurement were available for review. The device had declared elective replacement time (ert) on (B)(6) 2018. The local representative contacted boston scientific's technical services the following day to asked if the combined follow-up report from a latitude consult transmission could be reviewed. The lead information was listed as 'switched' for both the atrial and ventricular leads. According to the local representative, the patient has been non-compliant and upon admission into the ER, a temporary pacing lead was inserted and the patient was scheduled for a device replacement procedure. Boston scientific received additional information from the physician who confirmed that the patient was presented to the emergency room (ER) with symptomatic bradycardia and received shock therapy in the hospital for torsades-de-pointes (tdp). A temporary pacing wire was inserted to resolve the patient's bradycardia as isoproterenol was not effective. The patient was presented to the electrophysiology (ep) laboratory. The device was explanted and was enroute to boston scientific's return products department